Event description:
Customer reported 2 nurses received needle punctures while dosing samples. Customer stated will check policy and how to avoid the needle puncture accidents. Reported to correct facility department for report and treatment.